Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to congestive heart failure. Treatment was not reported. On the same day as death dianeal therapy was discontinued. It was not reported if an autopsy was performed. The cause of death was reported to be congestive heart failure. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had been performing continuous ambulatory peritoneal dialysis (capd) therapy and pd therapy was ongoing prior to death. The patient was not receiving dialysis at the time of death. It was unknown if an autopsy was performed and no death certificate was available. The patient was not hospitalized prior to death. Due to the additional information received, the pd cycler is no longer a suspect product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.